Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation identified the need to replace the fluoro function board and backplane. Boards replaced. Confirmed proper operation of collimator and system boot up.

Event description:
It was reported that the system 9800 displayed an iris pot error code at boot up. System functions normal except the collimator iris did not work. No patient information given.